Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the pacemaker was incorrectly measuring the patient's atrial fibrillation burden. No intervention was performed.